Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/flush drive support disk. The device passed the basic occlusion, displacement and motor tests. A cracked case, cracked battery tube threads and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump kept alarming motor error. The blood glucose reading was 525mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.